Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had a cylinder that migrated into the scrotum. A surgical procedure was performed in which the rear tip on the right side was replaced, while the cylinder was reused. There were no patient complications reported.